Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to be unreadable. The device's lcd screen needs to be replaced to address the issue. The device had evidence of physical damage.